Event description:
Customer reported a malfunction alarm with the code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions should the malfunction recur. The customer acknowledged the guidance and continued to use the pump without further issues.